Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000285720 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working. Wand stopped cutting. Unplugged cord plugged back in. Cut once then stopped again. Switched black cords, cut once then stopped. Opened a new kit and used a fresh wand for last few cuts without a problem. Initially it cut like 5 or more branches before it stopped working. No patient harm or added incisions.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.